Event description:
Medical affairs spoke to the pt and obtained the following: recently the pt had tested his blood blucose and received high readings of 272 mg/dl. He retested several times and the readings woulb be in the 270 range. He then took insulin on a sliding scale does not recall the name of the insulin or how much he took. Fourty-five minutes later he felt low; therefore he went to the hosp. Reading in the ER, was 50 mg/dl an the pt was treated with glucose and IV. He was in the hosp for an hour and a half. Physician advised the pt that the meter needed to be replaced. The pt ran out of the subject test strips he was using at the time of the incident. The technique used for applying pt that the meter needed to be replaced. The pt ran out of the subject test strips he was using at the time of the incident. The technique used for applying the blood on the test strip was correct. The pt did not want to further troubleshoot with medical affairs. There is no information about control solution testing. Based on the information provided, this case is being reported as an adverse event, since the pt suffered hypoglycemia 45 minutes after basing insulin on the meter results.

Event description:
Medical affairs spoke to the pt and obtained the following: recently the pt had tested their blood glucose and received high reading of 272 mg/dl. They retested several times and the readings would be in the 270 range. They then took insulin on sliding scale and does not recall the name of the insulin or how much they took. Forty-five minutes later they felt low; therefore they went to the hospital. Reading in the ER, was 50 mg/dl and the pt was treated with glucose and IV. They were in the hospital for an hour and a half. Physician advised the pt that the meter needed to be replaced. The pt ran out of the subject test strips they were using at the time of the incident. The technique used for applying the blood on the test strip was correct. The pt did not want to further troubleshoot with medical affairs. There is no information about control solution testing. Based on the information provided, this case is being reported as an adverse event, since the pt suffered hypoglycemia 45 minutes after basing insulin on the meter results.